Manufacturer narrative:
Carl zeiss meditec inc. Made multiple attempts to obtain information regarding the patient outcome and it is unknown at this time.

Event description:
The health care professional (hcp) reported that, while performing cataract surgery, the device's light shut off in the middle of the case. The surgeon could not see, causing a complication (rupture), and the surgeon had to perform an unplanned vitrectomy.